Event description:
The customer reported via phone call that the paramedics were called for treatment for their low blood glucose. Customer reported they were acting odd while sleeping, prompting the fiance to call the paramedics. Customer's blood glucose was unknown at the time of the incident. The customer was forced to take a glucose gel from their fiance. The customer was not admitted into the hospital for the incident. It was also found the customer received several motor error alarms prior to their low event. Customer stated they received the motor error alarm during their basal rates and after a bolus delivery. The customer's blood glucose was 237 mg/dl at the time of incident. Customer stated they were able to complete the rewind sequence on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The insulin pump had minor scratched display window, cracked display window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Additional testing information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery accuracy test. The motor was tested outside of the insulin pump and passed.